Event description:
It was reported that the patient received four inappropriate anti-tachycardia pacing (atp) therapies and inappropriate shocks when in sinus rhythm. Boston scientific technical services (ts) was consulted and discussed that initially the arrhythmia started in the monitor only zone, but sped up to the ventricular tachycardia (vt) zone. There was a morphology change and the rhythm became fast enough for rhythmic to become uncorrelated. It was noted that the implantable cardioverter defibrillator (ICD) was programmed to nominal at 94 percent match and the change in morphology allowed for the correlation percent to meet shock delivery criteria. Ts further noted that one of the shocks accelerated the rhythm to ventricular fibrillation (vf). Another shock was delivered which slowed the rhythm but did not convert the arrhythmia the rhythm slowed and fell back into the vt zone, however due to therapy exhaustion no further shocks were available. The electrophysiologist still believed the arrhythmia was sinus driven. Ts discussed programming options considering the patient has a left ventricular assist device (lvad). It was noted that the physician wanted to program an atp only zone with a monitor only zone. Ts discussed this is not a programmable option for this ICD. No adverse patient effects were reported and the ICD remains in service.